Event description:
It was reported that arteriotomy closure of the mildly calcified common femoral artery was attempted using the starclose se device after a percutaneous transluminal angioplasty of the superficial femoral artery. Reportedly, after the vessel locator wings were deployed and the device was positioned, the thumb advancer deployment and sheath split could not be completed. The device release mechanism was active and the device was removed. Manual arterial compression was used to achieve hemostasis. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device observed the garage leaves were damaged from striking and carving into the flex-guide, which stopped the thumb advancement. The thumb advancer was approximately 5 cm proximal of step 3. The flex-guide had been carved starting at approximately 1.5 cm proximal of the pusher body. This finding is consistent with and confirms the reported inability to complete the thumb advancer stroke and not achieving hemostasis with this device. This type of damage is due to the flex-guide, tubeset and tissue tract not being correctly aligned during thumb advancement. This misalignment caused the support tube to strike the flex-guide and stop, leaving the garage leaves unsupported striking and carving into the flex-guide during thumb advancement subsequently, stopping thumb advancement and preventing clip deployment. The starclose se instructions for use (IFU) states that while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. The IFU also states, do not advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device. Reportedly, the common femoral artery was mildly calcified. The IFU states not to deploy the clip in areas of calcified plaque. The attempted deployment in this condition may have been a contributing factor in the reported experience. Based on this investigation, the reported inability to complete the thumb advancer stroke and the failure to achieve hemostasis with this device is related to user technique and patient selection. The analysis did not indicate any evidence of a product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database was performed and there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. For use in a calcified vessel (per the instructions for use, the device is not to be deployed in areas of calcified plaque). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.